Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump refuses to take the battery. The pump will not turn on. The batteries are lasting less than 24 hours. They did not complete the troubleshooting guide. The customer will call back when he gets a battery for the pump. The customer did not have another battery with him at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. No anomaly noted.